Manufacturer narrative:
During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The results of the investigation are inconclusive as the implant was not returned for analysis. Based on the information received, a single definitive root cause was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention, where in the ipg was explanted. Reason and date of explant is unknown. No additional information available.